Event description:
It was reported to philips that the device experienced defib/pads failure during operational testing. Additionally, a charge/shock error was also found in the status log. There was no reported patient or user involvement and no adverse patient/user impact.